Event description:
The customer reported that her blood glucose was 170 mg/dl and she was having trouble with her sensor. She stated she received meter blood glucose and calibration error messages. The customer reportedly followed the prompts again and got a 701 mg/dl reading. The customer stated the sensor gave a reading of 40 mg/dl, but this was inaccurate. The sensor later repeated the meter blood glucose now and calibration error messages. The customer received a bad sensor alert following the second consecutive calibration error. The customer's insertion site was in the abdomen above the navel. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.